Event description:
Caller reported that insulin gauge displayed an amount different than expected, and the tandem mobi mobile app showed a fill estimate issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, resolving the issue with displayed fill estimates.